Event description:
The dentist reported this abutment screw fractured. Product was lost in transit from (B)(6).

Manufacturer narrative:
The component associated with this complaint has not been returned, therefore this complaint cannot be verified. No lot or order number was provided. The review of the complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.